Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 2017865-2021-18384. During in clinic follow up, noise resulting in oversensing on the right ventricular (rv) lead was noted. Provocative testing was performed but did not reveal any anomalies. Technical support was contacted and suspected a rv lead connection issue with the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.